Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic surgical procedure of a small bone, it was observed that the housing of the small battery drive device broke after being dropped. It was reported that no fragments of the device fell into the patient or onto the sterile field. It was reported that there was a five minute delay in the procedure due to the event and an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was cracked, it had no power and a flange was missing. It was noted that the wire insulation on the electronic control unit were cracked and the bearings, seals and o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and wear from normal use and servicing .if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.